Event description:
It was reported that this pacemaker dependent patient had complaints of being dizzy and lightheaded for two weeks before presenting to the emergency room. The patient had intermittent capture while lying or sitting and no capture and asystole for several seconds when interrogation was attempted. No atrial pacing was seen but p-waves were observed. The patient had been lost to follow up for about two years. The device was reprogrammed to sub-therapeutic settings and remains implanted. A new pacing system was implanted. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.